Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation/motion. It was further observed that the device displayed e8 error code when connected to console, and had cord and cable damage. It was further determined that the device failed pretest for visual assessment to verify that the cord is not damaged, loctite assessment, cable assessment, motor thermistor assessment and safety assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device having unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).